Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition and with the tip of the ancillary trocar was lodged inside the anvil. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. After further analysis it was noted that the ancillary trocar exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was initially reported that the device was being used during an unknown surgical procedure. When they attempted to remove the blue ancillary trocar from the anvil head, part of the blue trocar broke off and became lodged in the anvil head. Surgeon is attempting to drill the broken piece out of the anvil head. This is all the information available at this time.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information: later it was reported that the case was a laparoscopic bowel that converted to open due to adhesions and the patient's anatomy not due to the device function. The surgeon used a drill to back the plastic out and was able to complete the case with the same device. The device fired as intended. The blue trocar sheared off inside the device.